Event description:
It was reported that the button on the device was starting to stick, requiring the user to hold it tightly to activate the display. There was no reported impact to the customer¿s blood glucose level. No further troubleshooting was requested or required, as the customer did not desire additional investigation.